Event description:
During a standard threshold test, device still captured with a pacing threshold at 0.5v. However, no device capture was observed when threshold was programmed successively between 0.5 v and 3v. Correct capture was finally recovered in programming, the pacing threshold upper 4v. Threshold was finally programmed at 5v by the physician.

Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.